Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for an analysis due to lvad fault alarm. The patient was stable at the time of report. The log captured lvad internal fault alarms throughout the histories. These alarms may have been the result of a high current event or a rotor instability event. There were no other unusual events recorded in the log file event history. The patient underwent pump power cycle and alarms resolved. The patient's controller was also exchanged. Log files from post power cycle and exchange confirmed the lvad internal fault alarms appeared to have resolved. The patient was discharged.